Manufacturer narrative:
Zoll medical corporation has received the product and will be providing a supplemental report when our investigation is completed.

Event description:
Complainant alleged that while attempting to treat a patient (age & gender unknown), the device failed to shock at the correct joules energy setting. No information if energy delivered was high or low was available. Complainant indicated that there was no adverse effect to the patient due to the reported malfunction.

Manufacturer narrative:
The device was returned to zoll medical corporation and the customer's report was not replicated or confirmed. The device was put through extensive testing including bench handling and stress testing in the environmental chamber without duplicating the customer report. The device was recertified and returned to the customer. Review of the device activity logs showed all four shocks were delivered within specification based on the recorded patient impedance. There were no faults found with this device. No accessories were returned as part of this investigation. No trend is associated with reports of this type.